Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, stent damage occurred. Vascular access was obtained through the right groin. The 90% stenosed, progressive target lesion was located in the proximal right coronary artery (rca) which was severely calcified. The physician used an apex balloon to pre dilate the lesion. A 3.5 x 38mm ion monorail stent delivery system (sds) was advanced but did not cross. The physician removed the sds and noticed the leading edge of the stent appeared flared. The procedure was completed with a non-bsc device. There were no patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated my manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).